Event description:
(B)(4). Essure had really made me get heavy periods, bad cramps, pain in lower right side, headaches, swollen feet, pain in legs, pain in breast, my whole body is in pain, and hair loss.